Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported falsely decrease architect estradiol assay result for a (B)(6) year old pregnant female. The customer provided 1:5 dilution initial = <1835 pmol/l, repeat = > 3670 pmol/l; on (B)(6) 2020, prior test result = >3670 pmol/l. After cleaning due to excessive crystals around the washing station, the 1:5 dilution sample was retested = 4090 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
It was discovered on august 05, 2020 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 3016438761-2020-00157 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number.